Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and reservoir lip ring. The blood glucose at the time of the incident was 201 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.